Manufacturer narrative:
Patient reports temple and eye pain, headaches, and blurry vision after off-label bellafill dermal filler injection in the temples, under the eyes, and on top of the eyebrows, which resulted in ER visit. Per the patient, she was not treated in the ER, but it was recommended she see a neurologist. The next day her vision as fine. A neurologist appointment is scheduled for (B)(6) 2021. The bellafill injector states that the patient has only mentioned swelling/edema after the injections. Additional info: injecting doctor: (B)(6). Dr. (B)(6) relays that the patient has left several voice messages and there was no mention of pain. Per dr. (B)(6), the patient relayed "too much swelling", then "too much swelling in eye area", then "her friends don't see a difference before and after injections". Dr. (B)(6) also relayed that the day after her bellafill injections the patient called to get a steroid injection for swelling. Dr. (B)(6) asked the patient to come in for exam, but the patient did not show up for the appointment, patient also subsequently reported puffiness around the eye, bruising, and dizziness to suneva. Most recently reporting nodules in the areas injected. The patient has not seen a doctor since ER visit, but states she will be going back to see dr. (B)(6) for exam. She is having scheduling issues, but hopes to see dr. (B)(6) soon. A neurologist appointment is scheduled for (B)(6) 2021. At last contact, (B)(6) 2021, the patient relays that her headaches are still intense, but are less frequent in occurrence. She also states that she now has nodules. On the same day as the bellafill injections, (B)(6) 2021, the patient also received kybella on the chin and 60 units of botox in the forehead, crow's feet and end of nose. The maker of kybella and botox will be notified. The patient reports no concomitant medical conditions. Bellafill completed review of the lot number used in the patient's bellafill procedure, lot f211001. No issues were noted in manufacturing records or in retained lot samples. The patient was injected with bellafill off-label in the temples, under the eyes, and on top of the eyebrows. Per the bellafill instructions for use: bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient reports temple and eye pain, headaches, and blurry vision after off-label bellafill dermal filler injection in the temples, under the eyes, and on top of the eyebrows, which resulted in ER visit. Per the patient, she was not treated in the ER, but it was recommended she see a neurologist. The next day her vision as fine. The neurologist appointment is scheduled for (B)(6) 2021. The bellafill injector states that the patient has only mentioned swelling/edema after the injections.